Event description:
Patient was experiencing symptoms, which included feeling weak and having nausea in the middle of the night. Patient tested on the lfs meter and obtained a 178mg/dl. 30 minutes later, patient was taken to the hospital, by spouse where their blood glucose was 49mg/dl. Patient was in the hospital for 10 days and treated for a light heart attack, congestive heart failure and low bg, patient claims that the test strips were damaged. Customer service was unable to resolve the issue and sent patient a new vail of test strips. Symptoms are consistent with heart attack, intervention between the 2 tests is not known. Case is being reported as strip malfunction.